Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal] , joint pain [joint pain] , deformed toes [toe deformity] , insomnia [insomnia], asthenia [asthenia] , poor bladder emptying [incomplete bladder emptying] , irritable bowel type gastrointestinal issues [irritable bowel syndrome] , reduced visual acuity [visual acuity reduced] , chronic physical fatigue [fatigue] , mental fatigue [mental fatigue] , difficulty concentrating [concentration impairment], difficulty remembering [memory disturbance] , sick leave [sick leave] , burn out [burn-out syndrome] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2025. The most recent information was received on 02-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 50 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2022 she experienced arthralgia ("joint pain"), foot deformity ("deformed toes"), insomnia ("insomnia"), asthenia ("asthenia"), urinary retention ("poor bladder emptying"), irritable bowel syndrome ("irritable bowel type gastrointestinal issues"), visual acuity reduced ("reduced visual acuity"), fatigue ("chronic physical fatigue"), mental fatigue ("mental fatigue"), disturbance in attention ("difficulty concentrating"), memory impairment ("difficulty remembering"), sick leave ("sick leave") and burnout syndrome ("burn out"). On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with cefazolin (cefazolin sodium) and betadine (betahistine hydrochloride) as well as surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2025. At the time of the report, the urinary retention and fatigue were resolving, the arthralgia had resolved and the foot deformity, irritable bowel syndrome, visual acuity reduced, mental fatigue, disturbance in attention and memory impairment had not resolved. The outcomes for insomnia, asthenia, sick leave and burnout syndrome were unknown. The reporter considered medical device removal to be related to essure administration. No causality assessment was received for essure with regard to arthralgia, foot deformity, insomnia, asthenia, urinary retention, irritable bowel syndrome, visual acuity reduced, fatigue, mental fatigue, disturbance in attention, memory impairment, sick leave or burnout syndrome. The reporter commented: patient¿s current status: joint pain has disappeared with the exception of deformed toes gastrointestinal issues still present insomnia still present improved bladder emptying poor visual acuity still present physical fatigue improved but mental fatigue still present difficulty concentrating and remembering still present comments: after returning to work full-time for 3 months, on sick leave for burn-out. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84 kg. [Magnetic resonance imaging] (date unknown): a right implant in proximal position [ultrasound scan] (date unknown): a right implant in proximal position. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-jul-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) medical device removal [medical device removal], joint pain [joint pain], deformed toes [toe deformity] , insomnia [insomnia] , asthenia [asthenia] , poor bladder emptying [incomplete bladder emptying] , irritable bowel type gastrointestinal issues [irritable bowel syndrome] , reduced visual acuity [visual acuity reduced] , chronic physical fatigue [fatigue] , mental fatigue [mental fatigue] , difficulty concentrating [concentration impairment] , difficulty remembering [memory disturbance], sick leave [sick leave] , burn out [burn-out syndrome]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 50-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2022 she experienced a first episode of arthralgia ("joint pain"), foot deformity ("deformed toes"), insomnia ("insomnia"), asthenia ("asthenia"), urinary retention ("poor bladder emptying"), irritable bowel syndrome ("irritable bowel type gastrointestinal issues"), visual acuity reduced ("reduced visual acuity"), fatigue ("chronic physical fatigue"), mental fatigue ("mental fatigue"), disturbance in attention ("difficulty concentrating"), memory impairment ("difficulty remembering"), a second episode of arthralgia ("joint pain"), sick leave ("sick leave") and burnout syndrome ("burn out"). On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with cefazolin (cefazolin sodium) and betadine (betahistine hydrochloride) as well as surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2025. At the time of the report, the urinary retention and fatigue were resolving and the foot deformity, irritable bowel syndrome, visual acuity reduced, mental fatigue, disturbance in attention and memory impairment had not resolved. The outcomes for insomnia, asthenia, sick leave, burnout syndrome and the last episode of arthralgia were unknown. The reporter considered medical device removal to be related to essure administration. No causality assessment was received for essure with regard to the first episode of arthralgia, foot deformity, insomnia, asthenia, urinary retention, irritable bowel syndrome, visual acuity reduced, fatigue, mental fatigue, disturbance in attention, memory impairment, the second episode of arthralgia, sick leave or burnout syndrome. The reporter commented: patient¿s current status: joint pain has disappeared with the exception of deformed toes, gastrointestinal issues still present, insomnia still present, improved bladder emptying, poor visual acuity still present, physical fatigue improved but mental fatigue still present, difficulty concentrating and remembering still present. Comments: after returning to work full-time for 3 months, on sick leave for burn-out. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84 kg. [Magnetic resonance imaging] (date unknown): a right implant in proximal position. [Ultrasound scan] (date unknown): a right implant in proximal position. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.